Event description:
It was reported to boston scientific corporation that a leveen needle electrode was to be used during a radio frequency ablation (rfa) procedure performed on (B) (6) 2009. According to the complainant, when the unit was removed from the package and inspected, the physician noticed that the array of the electrode was not aligned properly. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) - improper alignment. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).